Manufacturer narrative:
(B)(4). The mitraclip was implanted and the delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with additional information. The steerable guide catheter is being filed under a separate medwatch report MFR number.

Event description:
This report is being filed as a blood clot was noted during use. The steerable guide catheter (sgc) advanced to the left atrium without a reported device issue. While steering the clip delivery system (cds) to the mitral valve, two blood clots were noted, one on the mitraclip and one on the sgc. The patient's activated coagulation time (act) was 166 seconds, so an additional 7000 units of heparin was provided and procedure temporarily stopped for about 20 minutes. Although the blood clots were not completely dissolved, the procedure was then continued and the mitraclip implanted without reported issue, reducing the mr to grade 1. The blood clot on the clip was gone. The blood clot on the sgc remained and was retracted into the right atrium. The blood clot remained in the right atrium and no further treatment was provided. The procedure was deemed successful and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that he reported patient effects of emboli (thrombus) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.